Event description:
It was reported that patient underwent full revision due to upgrading outdated products. During surgery it was noted that lead the insulation was cracked/degraded. Physician mentions the abraded insulation was likely due to normal wear / age of the device. There were no signs of trauma in the chest. No additional or relevant information has been received to date. Explanted lead has not been received to date.

Manufacturer narrative:
B5. Describe event, corrected information, supplemental mdar inadvertently omitted inadvertently omitted information known prior to submission. F10. Medical device code: corrected information, supplemental mdar inadvertently omitted information known prior to submission h6. Investigation findings, further investigation is necessary to confirm high impedance event h6. Investigation conclusions, high impedance has not been confirmed.

Event description:
Based on implant card received, it was noted that the reason for full revision was due to battery depletion and high impedance. This high impedance is likely related to the abraded insulation that was reported previously.

Manufacturer narrative:
H6: adverse event problem codes; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the generator was unable to interrogate. The report of high impedance is invalidated due to this. No actual high impedance reading was received. Lead fraying was noted in the chest pocket. Physician is unsure of the cause of this event; states normal wear/age of lead is possible. No other relevant information has been received to date.

Manufacturer narrative:
H3 other text : device discarded.

Event description:
It was reported that the explanted devices have been discarded. No additional or relevant information has been received to date.